Manufacturer narrative:
(B)(6). Two pieces of suture were returned for evaluation. Sutures appears to have been cut. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the suture broke when surgeon was tying the knot. The anchors remain in the patient. The surgeon drilled a new hole and then used three pushlock anchors from arthrex. Arthrocare speed stitch gun was used to manage the sutures. There was a 2 minute operative delay in the procedure.